Event description:
User facility requested authorization for return of device on nov. 17, 2006. No report of patient involvement was indicated. Upon receipt of the device on nov. 24, 2006, accompanying paperwork stated that the device was involved in an incident with patient injury. No further details were provided. Additional information has been requested.

Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported information.